Event description:
Customer reported low blood glucose symptoms with result over 200 mg/dl obtained on the compact plus system. Customer administered novolog based on the device result, and treated the low blood glucose symptoms with orange juice. Customer went to the hospital and was treated with an injection of "glucose;" customer tested under 40 mg/dl on professional device, and remained in the hosp overnight. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Retention lot number was unavailable for testing.